Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. During the procedure, it was noted that the left ventricular lead had satisfactory thresholds in the lv ring to rv ring configuration. However the threshold was high in other configurations. The lead was left in use. No further information is available.